Event description:
It was reported that the 9800 system would not work in the cine mode. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive was reformated during the svc call. The system was tested, and found to be working as intended, and put back into service.